Event description:
My son used his first dexcom g7 for his 10 days that ended tonight. When he pulled it off the whole needle didn¿t come out. We have read it happens and body with push it out. Can you tell me more about this happening? I am very concerned.

Manufacturer narrative:
(B)(4).